Manufacturer narrative:
No diagnostic testing has been performed to confirm nerve entrapment. As reported the patient is continuing to work with her doctors to determine the best treatment options. Based on the additional information provided the conclusion remains the same, at this time no conclusion can be made. Should additional information be provided, a supplemental MDR will be submitted. A supplemental MDR was submitted to represent the other bard perfix plug implant. Updated fields.

Event description:
The following was reported to davol: on (B)(6) 2016 - the patient was implanted with two bard perfix plugs during abdominal hernia repair surgery. On (B)(6) 2017 - following a CT scan the patient presented for a follow up visit. The surgeon noted the patient was in extreme pain when palpating the area of her hernia repair. The patient reported to the surgeon that when standing upright the pain is more severe vs. Lying down flat. The surgeon ordered an ultrasound and referred the patient to a pain management doctor. As reported the patient will see another surgeon for a second opinion. The results of the ultrasound are pending. As reported, the patient is currently taking prescription pain medication. Addendum: on (B)(6) 2017 - the patient was evaluated by a pain specialist doctor who stated he felt the patient's pain was related to the perfix plug mesh devices being incorporated with nerve entrapment and thought that the mesh should be removed. The doctor referred the patient to see her surgeon and did not perform any medical treatment during that visit. As reported the patient is seeking the least minimally invasive treatment option at this time. The ultrasound results were negative for any recurrent hernia. The patient has an appointment with another pain specialist doctor for a second opinion to assess the patient's symptoms and perform a minimally invasive steroid or nerve block injection to help relieve the patient's pain.

Manufacturer narrative:
A manufacturing review was performed and found that the lot was manufactured to specification. As reported the patient¿s clinical course has not been determined; however she is working with her physician to determine the best treatment options. Based on the information provided, no conclusion can be made at this time. Should additional information be provided, a supplemental MDR will be submitted. A second file has been created to represent the other bard perfix plug alleged to have been implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: (B)(6) 2016 - the patient was implanted with two bard perfix plugs during abdominal hernia repair surgery. On (B)(6) 2017 - following a CT scan the patient presented for a follow up visit. The surgeon noted the patient was in extreme pain when palpating the area of her hernia repair. The patient reported to the surgeon that when standing upright the pain is more severe vs. Lying down flat. The surgeon ordered an ultrasound and referred the patient to a pain management doctor. As reported the patient will see another surgeon for a second opinion. The results of the ultrasound are pending. As reported, the patient is currently taking prescription pain medication.